Event description:
Product problem(s): "system message during the case" (device displays error message). The surgeon reported a system message during the case. The system was rebooted and the case was completed. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were sent for evaluation. The root cause cannot be determined in this investigation. (B) (4)